Event description:
An aneurx stent graft system were implanted in a patient for the endovascular treatment of a 50mm diameter abdominal aortic aneurysm. It was reported that during a routine follow-up scan the patient was found to have a proximal type I and distal type I endoleak. Coil embolization of right hypogastric artery was done and extended the existing stent graft into the right external iliac artery to seal the distal type I endoleak. The physician used a 28 mm endurant aortic cuff for converting the existing bifurcated stent graft to an aorto-uni-iliac to fix the proximal type I endoleak followed by a fem-fem bypass. The endoleaks were successfully treated. Per the physician, the cause of proximal type I endoleak was due to neck dilation; the cause of distal type I endoleak was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).